Manufacturer narrative:
The customer reported a burned lid latch solenoid on their statspin mp. There were no reports of exposure to the operator, impact to pt samples, smoke, or fires. The fire dept was not called. The unit is being returned to beckman coulter for further analysis.

Event description:
Customer reported smoke from the unit.